Manufacturer narrative:
An infection was observed following the implant of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - it was reported that this device was explanted because it had come partially out of the pocket. An infection was observed and the doctor prescribed antibiotics. No additional adverse patient effects were reported. Should additional information become available this file will be reopened and updated.